Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "failed rate accuracy" was not reproduced. The device was tested for flow accuracy and delivered within intended range. The event history log review was performed. An event occurrence date was not provided, however the last day of customer use, revealed 2 infusions programmed at a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Both infusions ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed rate accuracy during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.